Event description:
It was reported that the 9800 system was not booting. Also, the images were not pulling up correctly from the hard drive. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep tested the unit and found it had not frame sync. The boards were loosened and reseated. The error cleared indicating a bad backplane. A new hard drive was also installed. The system operates as intended.